Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: one photo was received by our quality team for evaluation. Upon visual inspection, it was observed that the needle pierced through the catheter. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation, this would have occurred during product application when the product was manipulated or during assembly of catheter. A project has been completed to further address actions required to prevent this incident from occurring during the assembly of the catheter. Customer complaint trends will also continue to be evaluated on a monthly basis. Investigation conclusion: the investigation was able to confirm what customer experienced as needle pierced through catheter was observed on the returned photo. End user risk assessment: severity per p-eura, (B)(4), for needle through catheter is limited (s2) based on the total number of similar complaints received, occurrence (1 / 278,000) x 1,000,000, 3.597 ipm which is remote (o2), the risk is acceptable per ms-qs-034. Root cause description: needle pierced through catheter was observed on the returned photo. This could have occurred during product application when the product was manipulated or during assembly of the catheter. CAPA# (B)(4) was raised to address actions required to prevent it from occurring during the assembly of the catheter. A review was performed for the last 12 months of quality notification. There was no quality notification was raised for the reported non-conformance. No abnormality was observed during the manufacturing of the batch. Rationale: the complaint will be monitored and tracked.

Event description:
It was reported that the bd insyte¿ IV catheters experienced needle through the catheter during introduction. The following information was provided by the initial reporter: when puncturing a patient with a pink no. 16 catheter, the catheter bent with the mandrel also in the vein. (Patient in severe pain). Is the incriminated device contaminated with a dangerous product or blood? Yes. Did you come into direct contact with blood or a dangerous product during the incident? No.